Event description:
In 2008, boston scientific corp was informed that during a colonoscopy, the pull wire broke away from the slider. The doctor used a forcep to grab the wire and pull it back to release the clip and was able to successfully complete the procedure with no pt complications. Pt is reported to be "fine".